Event description:
Follow-up information revealed the patient's leg weakness continues to be ongoing. However, no further interventions are planned.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to move the right side of her body following an scs system implant procedure on (B)(6) 2017. In turn, the patient was taken to the operating room wherein the system was explanted. The patient experienced leg weakness post-operatively as such. The patient will have an MRI performed as the next course of action.